Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2003. Sought medical attention sixteen days later for redness and swelling at the piercing site and an alleged embedment of the earring. The ear was lanced and no part of the earring was found. Oral antibiotics were prescribed.